Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the sensors were returning inaccurate readings. Customer also stated that the she turned off the threshold suspend feature because it was shutting off incorrectly. Blood glucose level at the time of the call was not provided. No further information was provided.